Event description:
Customer claims the sensor pad is not triggering the alarm when weight is released from the sensor. No pt injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product shows that the sensor pad has been folded. The rj-11 clip is bent and can not be locked into the mating jack on the alarm.